Manufacturer narrative:
We received your event description for the above mentioned devices. As of today, the medical devices are not available for analysis, therefore the devices itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance test proved the functions of the devices to be as specified. The data returned for analysis were inspected. The analysis revealed that the device activated the safety backup on march 21, 2021 due to the detection of invalid memory content. While in this safety program, the pacemaker is capable of delivering anti-bradycardia therapies. The warning message regarding high current consumption resulted from a temporary higher current consumption of the pacemaker due to the safety backup mode. In the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption. In this case, the user is notified with a device status error message upon interrogation. This is expected device behavior. Furthermore, the device was re-initialized. The follow-up data generated after re-initialization process showed no indication for a device malfunction. In summary, the available data revealed that the device switched to back-up mode due to invalid memory content. However, the root cause of the invalid memory content could not be determined. The warning message regarding high current consumption resulted from a temporary higher current consumption while in back-up mode. After a re-initialization the device is operating as specified.

Event description:
After an implantation period of approx. 14 months, it was reported that the pacing impedance on the rv lead was too low.